Manufacturer narrative:
Product event summary: analysis found that the device displayed an error code. As a result the printed circuit board assembly and display module were replaced. It was further noted that there was a light blinking after powering on and there was a screen display issue.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the device displayed an error code. As a result the printed circuit board assembly and display module were replaced. (B)(4).

Event description:
It was reported that there was a screen display issue. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.